Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received. The complaint was verified by visual inspection and functional testing. The cause was not enough solder on clock battery lead contact negative, damaged clock battery caused the issue service due. Re-soldered internal clock battery lead contact to correct the issue. The device passed all functional tests after the repair. The previous service dated: 12-feb-2024 is related to the current complaint.

Event description:
It was reported that when the device was turned on, it alarmed 'error code 1260'. Also, the clock battery days was at 0, alarming 'service due 60', and the motor revolutions displayed "weird" characters. There was unknown patient involvement and unknown patient harm/adverse event reported.